Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code: 3372. Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device failed functional rite for a system error 2070. The functional rite failure found was captured in a different complaint. The device also received an internal/external inspection. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be a false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:26:05. During night drain cycle one, the patient's ultrafiltration reading was 2273ml, indicating the home patient (hp) drained 2273ml more than their maximum programmed fill volume of 2500ml. No additional information is available.